Event description:
Report recceived from baxter-china states two incidents of fast flow occurred. Reporter indicates, one device completed the infusion 9 hours earlier and the second device completed the infusion 20 hours earlier than expected. Both devices contained 5fu and d5w for total volume of 144ml. Additional information received from baxter-china states one device completed the infusion in 63 hours and one completed the infusion in 52 hours, rather than the expected 72 hours. Reporter states no patient injury resulted.